Event description:
A customer obtained a falsely elevated troponin (accu tni) result, within the risk stratification range, for one patient's sample. The result was not reported out of the lab. Upon repeat on dxc 600i and on a different instrument the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin pst tube in the ER. The laboratory centrifuges samples at 3,600 rpm for 10 minutes. The sample appearance was normal and was aspirated from the primary collection tube for analysis. A system check performed on (B)(6) 2010 was within specifications. Qc prior to the event was within the customer's established ranges. There were no result flags or errors that were posted to the event log. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse stated the wash valve was worn. The fse replaced the wash valve motor, rotor, stator and seals. The diagnostic testing was repeated and met specifications. Although hardware issues were addressed by the fse, no clear root cause could be determined for this event.